Event description:
In 2007, this pt was treated with the gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm as part of a post marketing surveillance study conducted in another country these devices were successfully implanted. During the post-deployment procedure, the access site of the inguinal region had bleeding. Unplanned surgical repair was performed to repair the closure site. The bleeding was resolved.

Manufacturer narrative:
A review of the manufacturing records for the device was conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additional devices implanted and related to this event include: pxt231416; pxc121200; pxl161007. Due diligence was performed to obtain info to complete all blank required spaces on this medwatch.